Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had alarmed critical pump error. Customer's blood glucose level at the time of incident was 300mg/dl. Customer stated that insulin pump had critical pump error image of the screen. Customer stated that there was no significant event prior to critical pump error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The critical pump error was generated by pump error 3 per bootloader traces, problem was isolated to the connector. Open book / critical pump error was noted after battery installation. The motor was testes outside the device and passed. Unable to perform functional test including self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The device was received with minor scratched display window and case.